Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 1627487-2022-03183, 1627487-2022-03185, 1627487-2022-03186. It was reported that the patient was unable to set their ipg to MRI mode. It was found that one of the leads had low impedances. In turn, surgical intervention may take place to address the issue. As it is unknown which lead had low impedance, all leads are being reported.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The allegation is against 2 of 4 leads; however, it is unknown which leads, therefore, all potential components are being reported.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein their l5 and s1 drg leads were explanted, replaced, and therapy was restored. It was additionally noted that the patient's l5 and s1 drg leads were noticed to have migrated prior to the surgery.

Manufacturer narrative:
The report of ¿unable to set ipg to MRI mode¿ was not confirmed. Analysis of returned lead b did not identify any anomalies and the lead passed end to end continuity and inter-channel continuity testing.